Event description:
A customer reported that they had been putting a decimal place in the readings from their meter and had not realized the units of measurement had changed on their freestyle meter to mg/dl. The customer had adjusted their insulin by 2 units since they thought their glucose was high, however, no medical incident occurred as a consequence. It is not known whether any error messages were displayed or whether any other settings changed. The meter is one where the customer could inadvertently change the units of measurement. However, it appears from the information that the meter has very likely suffered from the memory overwrite issue causing the units to change to mg/dl. It is not believed the customer was aware of the unit of measure issue with freestyle meter. The customer's meter was replaced with a new locked freestyle meter.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.